Event description:
It was reported that, during an exam, a chest x-ray confirmed the pulse generator and the electrode had migrated. A review of the downloaded electrograms found a reduction in measured intrinsic amplitudes beginning in the march-april period. Also, there was some noise. The entire system was successfully explanted and replaced. The new pulse generator was implanted between the anterior pectoralis major and latissimus-dorsi muscles. There were no additional adverse patient effects.